Event description:
In 2009, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Two days later, the pt expired. Cause of death was leaking abdominal aortic aneurysm repair. After multiple attempts to obtain further info, no further info has been received.

Manufacturer narrative:
A review of the mfg paperwork is being conducted. Attempts to acquire info required for this form were made by gore.